Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd preset¿ eclipse¿, an unspecified number of units experienced limited flow into the device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 03-jul-2025. Investigation summary: bd received one sample for investigation. The investigation of the returned sample and ten retained samples showed no molding defects related to leakage, no sub-assembly issues, and all syringes functioned as expected when tested. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: insufficient blood flow. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd preset¿ eclipse¿, an unspecified number of units experienced limited flow into the device. No adverse impact was reported regarding the patient or user.